Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. The device was returned for analysis. Visual examination revealed that the balloon was not folded, indicating that it had been subjected to positive pressure. According to the mustang device specifications, the rated burst pressure is 24 atmospheres. The returned device was connected to an encore inflation unit, and positive pressure was applied. During testing, deionized water leakage was observed from a balloon pinhole located approximately 21 mm distal to the proximal markerband. Examination of the markerbands revealed no anomalies. Visual and tactile inspections of the shaft and tip identified no kinks, damage, or other abnormalities.

Event description:
It was reported that balloon was ruptured. The 90% stenosed target lesion was located in the non tortuous and moderately calcified upper arm shunt vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 20 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon was ruptured. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified upper arm shunt vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 20 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.